Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info has been requested but not provided. Therefore, the root cause of the reported event could not be determined.

Event description:
It was reported that the first set screw that was opened for this case separated at the peak titanium junction. The piece was removed and an add'l set screw was opened. This set screw was inserted into the recon nail successfully locking the proximal lag screw.